Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's wife was not able to wake the patient. The cgm was displaying 190 mg/dl but a bg was not able to be checked. The patient's wife called emergency medical technician's (emts). When they arrived, they checked the patient's bg it was 36 mg/dl and the cgm was 336 mg/dl. Emts treated the patient with oral glucose paste and then a glucose solution. The patient regained consciousness shortly after. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.